Event description:
Paramedics responded to a person, condition unk. According to the reporter, when the on button was pressed several times to turn the device on, the device would not power on. The reporter said the operator hit the sides and top of the device with their hand a number of times and then the device powered on. The reporter said the pt's outcome is unk but the incident did not affect their outcome.

Manufacturer narrative:
H6: medtronic ers evaluated the device and observed proper operation through functional and performance testing. The main keypad assembly was replaced as a preventative measure and the device returned to the customer for use. Further eval by qa observed that pressing the on button slowly to the "detent" position did not power up the device; that the on button had to be pressed firmly with more force.